Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was 100-130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.